Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 02-feb-2023. H6: investigation summary: customer returned 25 used pen needles. It was reported by the consumer that pen needles clog during injection and priming. All the returned needles were visually inspected, and was found that: 12 needles had the non-patient end canula broken. 12 needles had the non-patient end canula bent. 1 needle was found with no issues. Flow test was performed with the single needle and no issues were found. Unable to do the flow test on the other returned needles since the non-patient end canula was broken or bent. Cause is unknown why some of the needles were returned broken/bent, since the returned samples were open. Based on the samples received, embecta was not able to confirm the customer¿s indicated failure for needle clog. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles clogged during the injection. The following information was provided by the initial reporter: "we have about 20% of the box is bad needles... Consumer reported no insulin flow when taking injection and sometimes, priming."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. New jersey, USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd nano¿ 2nd gen pen needles clogged during the injection. The following information was provided by the initial reporter: "we have about 20% of the box is bad needles... Consumer reported no insulin flow when taking injection and sometimes, priming."